Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while the surgeon was clipping on cystic artery, the surgeon found that the jaw broke and fell into the pt's abdomen. The piece was removed laparoscopically and took an extra 15 mins. There was no further consequence to the pt.